Event description:
Load would not fire. A new egia60avm had to be opened to complete the procedure. Product had patient contact but no patient harm. Product is available to be returned to the manufacturer. Manufacturer response for endo gia 60mm, (brand not provided) (per site reporter). Rep to send return kit.